Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number and a catalog number was not provided.

Event description:
Literature article from elsevier ltd.: between january 2008 and june 2010, 19 of 52 patients (12 males, 7 females; mean age 59 years, age range 19¿96 years) presenting with fractures of the trochanteric region were treated at the authors¿ level 1 trauma center with open reduction and internal fixation using pf-lcp (proximal femoral locking compression plate). Follow up ranged between 24-48 months. Adequate reduction and stable fixation were achieved in 18 patients. The article noted one patient experienced a displacement (noted as ad latus displacement) which was revealed in the postoperative x-rays after pf-lcp implant surgery. Immediate revision with the same implant was performed and adequate fixation was achieved. This is 1 of 2 reports for complaint # (B)(4) and 5 of 7 patients from the article.